Event description:
Per the audiologist, during a routine visit to the clinic, measurements showed high impedance values on several electrodes results of an integrity test done two times in 2008 were consistent with normal receiver/stimulator function with multiple anomalous electrodes. Explantation/reimplantation is recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.